Event description:
It was reported that, "problems with green rubber on triathlon pin puller."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.